Manufacturer narrative:
The product investigation was completed. Device evaluation details: visual analysis revealed that the hemostatic valve was dislodged inside the hub component. Microscopic examination of the hemostatic valve surface showed stress marks on the outer diameter. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. Valve dislodgement occurs when extreme off axis angles are performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). Due to the conditions of the hemostatic valve, an internal action was opened. A device history record review was performed for the finished device 00001941 number, and no internal actions related to the complaint were found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an atrial tachycardia (at - left) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium. The valve was displaced. The hemostatic valve on the vizigo sheath was pushed into the sheath causing bleed back. The sheath was replaced, and the issue was resolved and the case was completed. The hemostatic valve detached from the hub/ pushed inside the hub and it remained in one piece. No air entered the patient. The issue did not require percutaneous, surgical removal or medical intervention. Patient hemodynamics were not compromised due to bleeding and the approximate volume of blood that was lost was miniscule/drops. No patient consequences were reported. Hemostatic valve separation is MDR-reportable.